Event description:
Biomed requested a log review of a chemotherapy infusion. The pt was to receive two sequential 24 hour infusion of 65mg IV of doxorubicine. The first infusion completed on schedule at 1740. The second infusion infused in 40 minutes and was found alarming at 1820 with only 2ml left in the syringe. The pt's mother reported that the pt pushed a button at the end of the infusion. Rate of infusion: 1.35ml/hr. Profile: critical care. Concentration: doxorubicin dispensed as a syringe of straight drug (2mg/ml) dose: 65mg/32.5ml syringe: 60ml. There was no pt harm reported. Customer stated that there was no intervention as a result of the infusion, however, the pt's treatment plan will have to be modified. Customer also stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Logs received and log review pending. The device logs have been received and the eval is pending. A follow up report will be submitted once the eval is complete.